Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01034.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician successfully placed a ruby coil using the lantern. The physician then attempted to place another ruby coil; however, while retracting to reposition the coil, the physician felt resistance and the ruby coil unintentionally detached. Therefore, the physician removed the lantern with the ruby coil inside. The procedure was then completed using a new microcatheter and new ruby coils. There was no report of an adverse effect to the patient.